Event description:
It was reported, "PICC line checked pre treatment, bleeding back and flushing. Measuring the same length as insertion. Treatment commenced. Pump bleeping to say occlusion. PICC dressing and patients tshirt slightly wet. Treatment stopped. PICC placer advised. Drew back and flushed line. First time with some resistance. Doctor came to see patient PICC line this time bleeding back and flushing with no resistance. Line removed. Line flushed post removal and noted to have a mid internal line fracture. Stopped infusion, line r/v by PICC placer and removed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.